Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to the reported false upstream occlusion alarm which was not reproduced. The reported symptom was confirmed through review of the event history log. The eval was unable to determine the cause. The device was calibrated to ensure proper occlusion detection.

Event description:
It was reported that a spectrum pump constantly displayed the upstream occlusion message. It was also reported there was no pt injury.